Manufacturer narrative:
An event of four hours post procedure, patient developed cardiac tamponade and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. Information from field indicated that the patient's activated clotting time (act) level was 208 seconds. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported event could not be conclusively determined. Based on all available information, a cause for the reported pericardial effusion could not be conclusively determined. The unexpected medical intervention was under case specific circumstences which pericardiocentesis was performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implantation utilizing a 14f amulet steerable delivery sheath. Left atrial pressure was 18mmhg. Transseptal puncture was inferior mid. Activated clotting time was 208 seconds before more heparin was administered. Total of 14,000iu was administered. Guidewire was placed in the laa. Device was implanted without any recaptures. Four hours post procedure, patient developed cardiac tamponade from a circumferential pericardial effusion. Pericardiocentesis was performed, draining approximately 250cc of dark red fluid. Patient was reported to be stable.